Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch profile meter was giving redo check message. The medical affairs specialist (mas) contacted the patient to obtain and verify information. The same day in the evening, the patient attempted to test her blood glucose level and obtrained only the mdssage "redo check" on the meter's display. The patient contacted lifescan and during the troubleshooting telephone call, the customer care advocate talked the patient through performing a successful checkstrip test, and cleared the message on the reporter meter. When the mas spoke with the patient, she reported that after successful checkstrip test, she performed a blood glucose test on the reported meter and obtained a result of 362 mg/dl. After ingesting a croissant, the only food she had eaten that day. The patient stated she usually gets high readings. And did not retest her blood glucoe at this time. The patient took insulin, 30 units of nph and 30 units of regular. After injecting the insulin, the patient experienced symptoms of sweating and shaking. Due to these symptoms, the patient drove herself to the hospital where fiveminutes later in the emergency room her blood glucose level was tested to be 27mg/dl. The patient was given glucose intravenously, her blood glucose was later retested to be 97mg/dl. And she was discharged from the emergency roo. The patient has a backup one touch profile meter but did not use it to retest her blood glucose on the day of the incident. The meter, test strips and control solution were replaced.